Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose while using the ilet and sought guidance on managing hypoglycemia and postprandial control; discussion with care focused on meal announcements and using smaller correction doses to reduce glycemic variability, and the user planned to follow up with a healthcare provider. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment. Investigation included troubleshooting and education on device use and dosing behavior. Investigation of this case revealed no device malfunction, with user education provided on optimization of meal announcements and correction strategies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.